Event description:
Trilogy 202 ventilators were recently upgraded to 13.0 software. The software contained new ventilator options beneficial to our patients. A software issue regarding the 100% oxygen 2 minute capability has been identified. The user initiates 100% oxygen by pressing the 100% o2 left key. During the 2 minute administration of 100% o2, a cancel icon will appear within the 100% indicator on the lower left of the screen. The icon will stay on the screen for the 2-minute duration of the flush, and then it should disappear when the flush is complete. Currently, the cancel icon stays on the screen, even after the flush is complete and the fio2 is returned to the preset value. The next time someone pushes the 100% o2 left key, the popup prompts/asks the user if they would like to "cancel 100% o2?" Instead of the normal message "100% o2?". The user then needs to select the yes left key to cancel 100% o2 and then press the 100% o2 left key to administer 100% o2.users who may not actually read the prompt believe that they are initiating a new 2-minute oxygen flush, when in fact they have merely canceled the previous one (because the 100% o2 function did not reset itself as it should). Please be aware of this current issue and know that it does not affect the delivery of 100% oxygen or the return to baseline oxygen setting on the first initiation. Subsequent attempts to provide 100% oxygen will require the user to "cancel 100% o2" initially and then press the 100% flush button (left) again and then confirm by pressing the right (yes) button. A corrective software update will be issued soon. What was the original intended procedure?two minute administration of 100% oxygen.device #1is this a laboratory device or laboratory test?no.